Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0139255. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood at the adapter septum. This occurred 5 different times during use. The following information was provided by the initial reporter, translated from chinese to english: "there were several cases of blood leakage at the septum, the sample was contaminated and abandoned." "The amount of oozing blood is 1-2ml, and the amount of oozing blood from the isolated plug before the indwelling period increases the number of puncturing and the amount of nursing work."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood at the adapter septum. This occurred 5 different times during use. The following information was provided by the initial reporter, translated from chinese to english: "there were several cases of blood leakage at the septum, the sample was contaminated and abandoned" "the amount of oozing blood is 1-2ml, and the amount of oozing blood from the isolated plug before the indwelling period increases the number of puncturing and the amount of nursing work".